Event description:
Per the audiologist, the patient experienced no auditory percepts at initial activation. Programming adjustments were made but were unsuccessful at resolving the problem. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery. At initial activation on (B)(6), 2010, the patient experienced an auditory response.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis.